Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us complaint. It originated in (B)(6). Consumer stated tampon fell apart. She experienced sickness for about a week and was concerned she had symptoms of tss.